Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the anchoring plate was not able to be fully inserted into the cage. The plate was removed and replaced with an alternate to complete the case. There were no reported patient impacts.

Event description:
It was reported that during the procedure the anchoring plate was not able to be fully inserted into the cage. The plate was removed and replaced with an alternate to complete the case. There were no reported patient impacts.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Summary: the complaint is unrefuted for one (1) of one (1) roi-c long anchoring plate set (pn mc1006t) for the failure of difficulty inserting; the plate was confirmed to have nicks/gouges through provided photos. Medical records were not provided for review. Device evaluation the product was not available for evaluation outside of a visual inspection. Visual inspection of the provided photos reveals nicks/gouges and possible deformation. These deformations can result from difficulty inserting the plates. The complaint is unrefuted for difficulty inserting. Potential cause: root cause was unable to be determined with the given information. Possible causes include hard (sclerotic) bone and not using the starter awl, skipping impactor #1 and using only impactor #2, or interference with an adjacent construct (typically a caspar pin). DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report.